Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. The suture and anchors were not returned. The depth limiter button was in the default position. The needle overmold assembly was significantly bent. The actuator tip was in the t1 position. The actuator tip functioned as designed. An evaluation of the customer provided image showed the needle end of the device laying on the s+n box with the batch number of the complaint on the label. The t1/t2/suture are off the needle and not visible in the image. There is bio debris on the depth straw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information in b5 and h6: (description & health effect - impact code updated).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix, t2 implant fell off after t1 was implanted. The t1 was removed from the patient. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix, t2 implant fell off after t1 was implanted. The procedure was finished with a non-significant delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.